Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the IV tubing attached to the PICC line cracked and leaked inside the pump module during infusions of normal saline, tpn and lipids. There was no report of patient harm. The clinician reported that the infusions were temporarily stopped while new IV tubing was primed and no medical intervention was required.

Manufacturer narrative:
The customer¿s report that the set cracked and leaked inside the pump module was confirmed to be a leak in the pump segment. Visual inspection of the set showed no anomalies. Examination under magnification showed a small hole on the upper silicone segment. No tool marks or crush marks were observed on the upper fitment near the hole. Functional testing confirmed leaking from the hole. The source of the leak was a small hole in the silicone pump segment near the upper fitment. The root cause of the damage could not be determined.

Event description:
The customer reported the IV tubing attached to the PICC line cracked and leaked inside the pump module during infusions of normal saline, tpn and lipids. There was no report of patient harm. The clinician reported that the infusions were temporarily stopped while new IV tubing was primed and no medical intervention was required.